Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure a 1cm stone was captured using the trapezoid¿ basket. When closing the basket around the stone the handle broke, therefore the stone was unable to be crushed. The stone fell out of the basket and the basket was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of handle broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.